Manufacturer narrative:
Updated: h4, h6, h10 corrected: b3 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Upon olympus culture testing after device reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's alert level recommendation, however, the investigation did identify damage to the device in the area where bacteria were detected that could have resulted in insufficient device reprocessing. Clarification to the olympus third-party culture results: sampling date: (B)(6) 2023 sampling from: all channels cfu: 11cfu bacterial identification: gram positive bacteria, staphylococcus coagulase negative. The event may be detected/prevented by following the device instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the connector was leaking, the distal end lens glue had a pin hole, the probe unit was damaged, the bending section cover adhesive was separated, the control unit mouth piece was defective, the up/down and right/left angulation was reduced, and the control knob had play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. And there were no deviations or deficiencies in reprocessing the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported, that the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.